Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
The sales rep reported via phone that during a shoulder procedure the customer's fms stryker shaver interface cable continued sucking as if the shaver was still running when the shaver was not running. The case was completed with another shaver interface cable. There were no patient consequences or delays. The device was discarded. Additional information received on. 8-15-2017: the issue was detected during procedure. No surgical delays. The alternative device was used to complete the procedure. No patient consequences.